Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had high blood glucose. Customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer stated that they had also got power error detected. Customer treated their high blood glucose with manual injections. Gone through the troubleshoot and advised to monitor the pump and call back if the error recurs. Product will not be returned for analysis.